Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed december 11, 2013.

Event description:
Per the clinic, the patient experienced poor performance with device use. Imaging revealed that the device was not completely inserted in the cochlea. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery

Manufacturer narrative:
(B)(4).